Event description:
Boston scientific received information that right atrial (ra) lead had dislodged. A lead revision procedure was performed and the lead was explanted and replaced. There were no adverse patient effects reported. The lead has been returned for analysis.

Manufacturer narrative:
The complete lead was returned for analysis. Set screw marks were noted on both terminal pins. Electro-cautery damage and cuts were noted on the lead insulation. The conductor coils were slightly deformed near the lead tip. Blood/body fluid were observed in the lead lumen. The lead was determined to be electrically continuous. The clinical observation was no able to be confirmed by analysis.

Manufacturer narrative:
The device is currently undergoing analysis. When additional information becomes available, this report will be updated.